Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that the lens loop was cut upon insertion in patient's eye. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Six used company specific model cartridges were returned. It is unknown which of the cartridge was used for this file. The cartridges were numbered 1-6 for evaluation purposes. The six used company specific model cartridges were microscopically examined with no damage or abnormalities observed. Inadequate viscoelastic was observed in all six of the cartridges. All six cartridges had evidence of placement into a handpiece. The six used company specific model cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A video was provided. The cataract surgery was not shown. The cartridge preparation and lens loading were not shown. The video started with the cartridge tip inserted into the incision. There appeared to be a plunger underride as the lens was advanced. The lens was delivered. The trailing haptic appeared to have been damaged by the handpiece plunger. The trailing haptic did not initially unfold and remained on the optic. The trailing haptic unfolded during the irrigation aspiration (I/a). The haptic was cracked at the outer- gusset area, still attached. The lens was rotated in the eye using metal instruments shifting the damaged trailing haptic to the right side. The video ended with the lens still implanted. Fold lines were also observed on the optic when it was initially delivered. This may indicate the lens was in a folded position for an extended period of time. Fold lines may also occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the cartridge. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicated. Six used company specific model cartridges were returned. All six were evaluated. No problems were found. Top coat dye stain testing was conducted with acceptable results. The root cause for the broken haptic appeared to be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in all six cartridges. Review of the provided videos indicated a plunger override occurred, which broke the trailing haptic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.